Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and death could not be conclusively determined.

Event description:
During a lv-pvc ablation procedure, a cardiac perforation occurred. The patient became hypotensive, and an echocardiogram revealed a pericardial effusion. Administration of drugs, percutaneous cardiopulmonary support, cardiac massage and a thoracotomy were administered to treat the patient. The patient expired the following day.

Event description:
Related manufacturer reference: 2182269-2018-00075.

Event description:
During an ablation procedure, a cardiac perforation occurred. The patient became hypotensive, and surgical intervention was performed. The patient expired the following day.